Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions, component code), h10. It was reported that the cardiosave intra aortic balloon pump (iabp) had connection malfunction. The patient information is unknown, however no adverse event reported. A getinge field safety engineer (fse) was dispatched to evaluate the unit. The fse found front end board to be faulty with error codes causing issue customer experienced. Fse replaced d670-00-1164 pcb,front end,rohs. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. Getinge does not recommend the use of non-OEM parts and cannot guarantee the performance of units making use of non-OEM parts.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had internal connection fault. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11 corrected data: e3.

Event description:
N/a.